Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Had 2 faulty ones - tampax tampons [device physical property issue] case narrative: consumer reported via email that the tampons are faulty. No injury was reported.